Event description:
According to the reporter: the bag broke off the stainless steel ring when it was deployed. It was not completely secured to the ring. No report of pt injury of adverse event was made. Patient sex: unk. Procedure: unk.